Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733580, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The internal break-out box didn't work along with the footswitch. The internal break-out box was replaced. B01, c13, d02 the break-out box was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. As reported, a known good foot switch was inoperative when connected to the returned break out box. There was an open found. B01, c13, d02. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the foot switch did not work. The next step would be to replace the foot switch. No patient was present at the time of the event.